Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that experienced a damaged battery was confirmed by baxter personnel during product evaluation. The assignable cause for the reported problem was determined to be depleted batteries resulting from user error. This condition was resolved on-site by replacing the main batteries and battery harness. This device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.